Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery was done in 2011. Revision to acetabular liner wear. No further information provided.

Manufacturer narrative:
The engineering evaluation was likely the result of wear of the acetabular liner leading to migration of the femoral head relative to the shell. However, the underlying cause of the prosthesis wear cannot be determined because adequate information was not provided, and the devices were not available for evaluation.